Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient received a2 low battery alert on (B)(6) 2010 at 9:00 p.m. Patient "discarded the pump" in run mode. Patient attempted to restart infusion device on (B)(6) 2010 at 12:00 a.m. The infusion device had no function. Patient changed the battery and the infusion device still had no function. Patient did not receive the e2 battery depleted or e7 electronic error. Infusion device was not exposed to water or electromagnetic fields. Patient believed he might have "bumped" the infusion device. There were no abnormal noises. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.